Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a physician and describes the occurrence of (B)(6) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced (B)(6) (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain (more intense in left iliac fosse)/pelvic pain of sudden start after magnetic resonance"). Essure treatment was not changed. At the time of the report, the (B)(6) had resolved and the pelvic pain outcome was unknown. The reporter considered (B)(6) and pelvic pain to be related to essure. The reporter commented: essure inserted in 2016 without complications. Patient related pain to resonance and the ius, notwithstanding an episode of (B)(6) which seems resolved. It was also reported that she was informed that pain could not be improve despite essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.